Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop that appeared to be associated with the disconnection of the driveline; however, a specific cause could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported seizure activity could not be conclusively determined through this evaluation. The submitted controller event log files contained data from (B)(6) 2019. These files showed the driveline was disconnected at 6:14:04 am on (B)(6) 2019 and connected to the backup system controller at 7:03:40 am which was consistent with the first reported controller exchange performed by the emergency department staff. At 7:17:28 am on (B)(6) t2019, a pump stop was captured due to the driveline being disconnected again. This event had corresponding low flow hazard, lvad off and controller internal fault alarms. The driveline was then reconnected at 7:19:25 am. Excluding the pump stop event, the pump operated at or above the low speed limit and pump power, estimated flow and average pi typically ranged from 4.4-4.7 watts, 2.6-5.2 lpm, and 2.0-4.5, respectively. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The hm3 lvas IFU states that if the driveline from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The hm3 lvas IFU and patient handbook address all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with seizure like symptoms. Log file analysis revealed a backup battery fault, it appeared that the pump was disconnected from the original controller following the battery fault. Per tech services, the pump appeared to have been re-connected to the backup controller when a drive line disconnect occurred then finally reconnected to the primary controller. After the re connection to the primary controller a drive line power fault was recorded and the modular cable and controller were recommended to be exchanged. The account stated that the drive line appeared intact except for a possible bend near the abdominal exit site. Further investigation also yielded that fuse b status had failed for patients system controller, observed on system monitor. The system controller and modular cable were both exchanged and all alarms resolved. No further information was provided.